Event description:
Event description guidant received information that shortly after implant, the implantable cardioverter defibrillator (ICD) and lead system displayed out-of-range pacing impedances during a manual test. R-waves could not be measured and the sytem could not pace even at high output settings. The system was rechecked later and all measurements were within normal limits. Attempts to reproduce the high impedances with pocket manipulation were unsuccessful and no noise was noted on the ventricular channel.